Manufacturer narrative:
Customer reason for explant was unknown. As received, host anatomy was observed on the outflow aspect on leaflets 2 and 3, host anatomy was approx 7mm thick. Moderate to heavy host tissue/anatomy overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 17mm. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 13mm. Host tissue was minimal at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 7mm on the outflow aspect. Host tissue/anatomy restricted mobility in the leaflets and lead to stenosis. The x-ray demonstrated no visible calcification and no visible damage to the wireform. Valve sent to r&d for observation. : the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Despite repeated requests, no additional information, reports or records have been made available regarding the patient, current patient condition or reason for explant. However, the product was returned and the evaluation indicates this device was explanted most likely for stenosis due to host tissue/anatomy restricting mobility of the bioprosthetic valve leaflets. Without additional information regarding patient history, we are unable to determine root cause for explant of this device.

Event description:
Through follow up with the health care provider, the explant operative report was provided. Per the report, the patient had undergone mitral valve replacement one week prior and post-operatively she was put on ECMO for cardiac-hemodynamic instability. On post-op day 6, she was found to have a large thrombus in the left atrium, which was occluding the bioprosthetic valve and there was "some white element". The intraoperative findings describe "a layer of thrombus on the mitral valve prosthesis as well and there was a layer of thrombus on the ventricular surface of the bioprosthetic valve. Post-procedure, there was no periprosthetic leak and there was no clot in the left atrial appendage." The device was explanted, irrigation was performed, left ventricle was cleaned out making sure there was no remaining thrombus in the ventricle. The left atrial appendage was closed and a 29mm magna ease aortic valve was implanted. Patient was cardioverted to normal sinus rhythm. The remaining procedure was completed without incident. The patient was transferred to the ICU in critical condition.

Manufacturer narrative:
Additional manufacturer narrative: additional information provided in the explant operative report was reported in description of event. The device was examined by research and development. During the examination of the valve, it was found that the cusp of both leaflets 2 and 3 on the outflow (ventricular) side was ¿filled up¿ with fibrin-like thrombotic materials. The thrombotic material on leaflet 3 detached from the leaflet during the examination. A relatively thinner layer of similar thrombotic material was also found on the outflow side of leaflet 1. No substantial host fibrotic (pannus) tissue growth on the valve is evident. Although no reason was given for the explantation, the massive thrombotic material observed on the valve could restrict the leaflet mobility of the valve. The root cause for the thrombotic material formation observed in this particular valve could not be determined. No additional information has been provided regarding the current condition of the patient.

Event description:
Edwards has learned of a 31mm mitral valve that was explanted after an implant duration of approximately one (1) week. Surgeon has requested a 29mm mitral valve of same model to replace the 31mm valve. Despite repeated requests, no additional information has been provided.